Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of having high blood glucose for 2 weeks. Customer indicated that the infusion set and reservoirs have been changed but their blood glucose has not come down. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test and displacement test. Customer wanted to perform a high pressure test but did not have a tubing clamp and will call back later. No further details given.